Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval, return to manufacture date,g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse found that high pressure regulator had a pressure line port defective. Found 300 psi check valve was cracked and the helium tubing assy was defective. Replaced high pressure regulator, check valve, helium tubing assy and o-ring to resolve the issue. Full calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. The failure analysis and testing dept. Received the following parts associated with this complaint: parts were received with a reported failure of a helium leak and physical damage. Pn 0103-00-0637 had physical damage where the solenoid connects in. Pn 0004-00-0103-03 had damage on the line into the port. Pn 0354-00-0209 no defect found on the o-ring pn 0103-00-0634 was broken. Please see attachments for evidence. Fat confirmed the reported damage and verified this would cause a helium leak. No root cause able to be identified. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check by customer, the cardiosave intra-aortic balloon pump (iabp) unit has helium leak. There was no patient involvement reported.